Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information the reported difficult leaflet grasping and difficult leaflet capture are the result of patient anatomy. The reported single leaflet device attachment (slda) is the result of procedural conditions. The reported atrial perforation and tissue damage are the result of procedural conditions. The reported patient effects of atrial perforation and tissue damage, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), atrial perforation and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two mitraclip were implanted without issues. It was noted that due to the implanted clips and patient anatomy, visualization was difficult. To further reduce mr, a third mitraclip was advanced; however, the clip came in contact with the atrial wall, creating a hole between the left atrium (la) and the transvers sinus. The clip was advanced into the left ventricle and grasping was performed. It was noted that grasping and capturing the leaflets were difficult. After the clip was deployed, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). However, echocardiogram showed leaflet tissue on the posterior clip arm. To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3+. To plug the hole between the la and transvers sinus, an 8mm amplatzer was used. There was no clinically significant delay in the procedure. No additional information was provided.